Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an f21 alarm; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed nor reproduced during product evaluation. The assignable cause was not identified and no repairs were performed for the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.